Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, physician noticed a kink in the shaft of the stent and when he pulled it out, the shaft broke. Both pieces were removed and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 48mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination of the hypotube shaft identified a break 19.8cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination revealed no sign of damage, stretching or lifting of the stent struts the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, physician noticed a kink in the shaft of the stent and when he pulled it out, the shaft broke. Both pieces were removed and completed the procedure with a different device. There were no patient complications reported.